Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was on application v2.0 and since the site uses 3rd party scanners exclusively, the representative attempted to revert back to application v1.3.2. Upon uninstallation of application v2.0, he clicked yes on "remove all data" and when installing application v1.3.2 via disk the progress bar went all the way to the end then stated installation failed. Reboot did not resolve. In admin application, application v1.3.2 was listed in the installed software, but logging into the stealth user the applications were not present. No patient present.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 1.3.2 product ID: 9736411, serial/lot #: (B)(4). The solid state drive was returned to the manufacturer for analysis. The component gave an error when attempting to install 1.3.2. Codes b01, c13, d02 are applicable to this analysis. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Codes b01, c10, d02 are applicable to this analysis. Logs were received 2022-07-11, and the ssd was returned on 2022-06-24. If information is provided in the future, a supplemental report will be issued.